Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pm fail/volumetric test fail" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log was performed and revealed no abnormalities that could cause or contribute to the reported problem a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.